Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can cause the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.